Event description:
A customer reported a cartridge alarm 30 on their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer will continue using their current pump, and technical support confirmed replacing the pump, although the customer showed no interest in obtaining an out-of-warranty loaner pump.